Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg which was found to be inoperable and as a result patient underwent surgical intervention of ipg replacement.